Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal segment of the lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic) and oversensing of noise on multiple non-sustained ventricular tachycardia episodes. It was noted that there was a possible lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) defibrillation impedance. No further actions were taken and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.